Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 239 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. Additionally the customer had been hospitalized for high blood glucose. He experienced blood glucose values of 500 mg/dl and 550 mg/dl. The caller declined to answer any questions regarding the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronic assembly. Also received with moisture damage on the motor, battery tube, and vibrator assembly. Unable to perform the self-test, unexpected restart error test, displacement test , rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents due to blank display. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.